Manufacturer narrative:
The customer stated that the hospital had been experiencing intermittent comm loss on their network about once per hour due to power outages. All central nursing stations (cns(s)), remote network stations (rns(s)), and telemetry went into comm loss for about 15-30 seconds. Nihon kohden technical services (nk ts) appeared on-site and replaced switches and fixed a network loop involving spanning-tree protocols. The communication loss persisted, affecting bedsides and org(s). Later that day, devices were rebooting on their own hospital wide. The next day, nk ts escalated the issue to the on-call client it services team (cits), who will be on-site to further evaluate the problem. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns. Rns: model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. Org: model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. . Telemetry devices: model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer stated that the hospital had been experiencing intermittent comm loss on their network about once per hour due to power outages. All central nursing stations (cns(s)), remote network stations (rns(s)), and telemetry went into comm loss for about 15-30 seconds.

Manufacturer narrative:
Details of complaint: the customer reported that the a/cgs-9002 software was experiencing intermittent communication loss on the network. The nka ts team let the customer know that they will contact cisco about the network switches and report back to the customer. There were no further updates regarding this issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue cannot be determined as there was not enough information provided by the customer. Due to the age of this complaint, no additional information can be obtained from the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk of this event is medium. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 patient information d1 brand name d4 model number catalog number serial number unique identifier (UDI) number f9 approximate age of device. No serial number was provided, so the age of the device is unknown. G5 PMA/510(k) h4 device manufacturer date additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: rns: model #: ni sn: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni org: model #: ni sn: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni telemetry devices: model #: ni sn: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer stated that the hospital had been experiencing intermittent comm loss on their network about once per hour due to power outages. All central nursing stations (cnss), remote network stations (rnss), and telemetry went into comm loss for about 15-30 seconds.